Event description:
Walkmed 350 infusion pump applied to pt to infuse drug over 24 hr period. Pt returned to clinic. Pump didn't infuse medication. Pump appeared to be working properly. Co called and reported failure to appropriate staff. Pt reapplied to a different pump, working without difficulty.